Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Refer to medwatch # 3004209178-2016-79038.

Event description:
The customer reported via telephone call that the insulin pump became unresponsive when attempting to suspend it. The blood glucose reading was 44 mg/dl. The customer treated with food and soda and brought the blood glucose up to 119 mg/dl. The customer declined troubleshooting for low blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had an unresponsive act button due to moisture damage on the keypad traces. Unable to perform operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests or verify any alarm due to unresponsive buttons. No moisture damage on the electronic assembly during visual inspection. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.